Event description:
Updates on event reported. The intended unspecified procedure was cancelled. There was no patient involvement, patient injury or medical intervention associated with this event. The reporter did not provide any other information as to when the procedure will be resume.

Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates. Further communication with the customer conveyed the following information regarding the event. The device was inspected and there were no abnormalities noted. The settings were checked and appeared to be correct. There were no error messages, alarms, or alert tones. There were no other devices involved in the event. The device was sent to olympus for repair. If additional information becomes available a supplemental report will be filed accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. As a result of the device investigation, olympus has concluded that the damage to the device was likely caused by improper handling. It is presumed that the following actions occurred: when inserting the scope connector into the video connector socket of otv-s190, the missing part of the scope connector tip was caught by the terminal inside the video connector socket of otv-s190. The terminal inside the video connector socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: "6.3 connection of an endoscope". Confirm that the video connector of the videoscope are not damaged.

Manufacturer narrative:
Evaluation of the device confirmed the reported issue. The device was found with no image on test scope ltf-v3 and otv-s7 test camera head. A color red inside mask for the otv-s7 device was determined. A bent pin inside the receptacle board was found causing no image. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings the reported image issue was found to be due to a bent pin inside the receptacle board of the unit. Failure was attributed to electronic component failure. Cause of the bent pin is unknown. The investigation is ongoing; therefore, the root cause of the failure cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device was found with image issue. The image was observed not coming through the camera box. There was no patient involvement on this reported event. No user injury reported.